Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented at the hospital post-implant procedure. It was noted that the pacemaker data from electrocardiogram was not recorded. No intervention was performed. There were no patient consequences.